Manufacturer narrative:
Section b3: date of event has been entered as the same as 01apr2025 since the study was conducted between mar2018 and aug2022. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: jahangiri, p., wilschut, j., sener, y. Z., constantinescu, a. C., daemen, j., & caliskan, k. (2025). External outflow graft stenosis in heartmate 3 left ventricular assist devices: the dangers of stenosis migration. Asaio journal, 71(12). Https://doi.org/10.1097/mat.0000000000002507 from the thoraxcenter, department of cardiology, cardiovascular institute, erasmus mc-university medical center, rotterdam, the netherlands. Submitted for consideration april 2025; accepted for publication in revised form june 2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported in the research article ¿external outflow graft stenosis in heartmate 3 left ventricular assist devices: the dangers of stenosis migration¿ that the hm3 is related to stenosis. In the case series, three patients with external outflow graft obstruction (eogo) who experienced stenosis migration during percutaneous treatment were reviewed. A patient with a heartmate 3 left ventricular assist device implanted for ischemic heart disease 2 years earlier was admitted with significant stenosis on routine computed tomography angiography (cta) follow-up. The cta confirmed a 65% obstruction of the outflow graft, which was validated by angiography showing a peak-to-peak pressure gradient of 28 mm hg. This led to the placement of two balloon-expandable covered stents. However, a new stenosis developed in the distal outflow graft, with a gradient of 15 mm hg. To prevent further expansion toward the aortic anastomosis during subsequent treatment of the new stenosis site, a prophylactic stent was first placed strategically just proximal to the aortic anastomosis. This was intended to enable safer treatment of the mid-graft obstruction. The final angiography confirmed the successful stent placement in the mid-graft with a good procedural outcome, further verified by cta.